Manufacturer narrative:
(B)(4). The insulin pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected no delivery, low battery, nor insert battery alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the insulin pump history, these battery related alarms were found: low battery alarm on (B)(6) 2022 at 05:20:00, insert battery alarm on (B)(6) 2022 at 07:25:41. No confirmed no delivery alarm in the insulin pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The insulin pump received with pillowing keypad overlay identified during the visual inspection. In summary, the insulin pump passed required testing. Customer allegation for cosmetic damage (scratched lcd window) was not confirmed during visual inspection, however, other cosmetic damage was noted. Customer alleged for charge/battery lasts less than expected was not confirmed. Customer alleged for no delivery/occlusion was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by the medtronic indicated that the insulin pump received unexplained no delivery alarm and also had diminished battery life. Customer also reported scratch and haziness on insulin pump's screen. No harm requiring medical intervention was reported. The device was returned for the analysis.